Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump was unable to perform displacement test due to motor error alarm. Insulin pump had minor scratches on display window. Motor error alarmed during rewind due to motor encoder signal out of phase.

Event description:
Customer reported a motor error alarm. The customer's blood glucose was 209 mg/dl. The customer could not recall any significant events leading to the alarm. Troubleshooting found the customer could not rewind the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.